Event description:
It was reported that during a laparoscopic oophorectomy procedure, the device ripped and came apart, while the ovary was being extracted. The pieces were removed. There was no consequence to the pt.